Event description:
It was reported that a tecnis synergy intraocular lens (iol) was implanted in each eye of a patient. The patient has excellent visual acuity (va) of about 1.2 but in his own words ¿cannot see¿ which means that the patient is not able to recognize faces in the street. The daily activities of the patient have significantly been affected. The patient was reported to be temporarily impaired. Through follow-up it was learned that the lenses were implanted on the (B)(6) 2022 and that yag (yttrium-aluminum garnet) procedures were required: on the (B)(6) 2022 on the left eye (os) and on the (B)(6) 2022 for the right eye (od). No further details have been provided. This report is for the right eye (od) a separate report will be submitted for the other eye of the patient.

Manufacturer narrative:
Per regulation (B)(4)(general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date exact date is unknown, but the best estimate date is between (B)(6) 2022 (implantation) and (B)(6) 2022 (secondary intervention). If explanted, give date: not applicable, as the lens remains implanted. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.